Event description:
Major pump unit(s) involved: external control system failure. Specific component(s) involved: external controller malfunction.

Event description:
Major pump unit(s) involved: external control system failure.intermittient yellow ranchspecific component(s) involved: external controller malfunction, yellow ranch alarms-- intermittiently.causative or contributing factor: no specific contributing cause identified.intervention(s): replacement of external controller.other intervention type: lvad.